Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported leak at the gripper lever cap. A review of the complaint handling database found no similar incidents from this lot. The polyimide tubing was noted to be protruding from underneath the o-ring inside the gripper lever cap and root cause analysis concluded that this is likely due to manufacturing. Based on the investigation performed, it was concluded this is a non-systemic issue and there is no indication that a larger population is impacted. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper lever leak during preparation. It was reported that during preparation of the clip delivery system (cds), while flushing the device, a leak was observed at the gripper lever cap. The cap was opened a little bit more two and closed again two times, but the leak was still present. The cds was not used in the anatomy and was replaced. A new cds was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.